Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence, infection, and difficulty operating the device, yet unknown if related to limitation in manual dexterity or appliance itself. As a result, the device was explanted. The patient will have a follow up appointment to discuss further treatment options. No further patient complications were reported.